Manufacturer narrative:
The previous driveline repair was reported in MFR report #2916596-2017-03165. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that several driveline fault alarms were found upon interrogation during the patient's routine follow-up at the clinic. The patient had a history of a driveline repair in november 2017. The patient claims they didn't hear any alarms. They have an area of their driveline that's right next to their exit site that they have covered with electrical tape (about every other week the patient replaces the tape). The patient denies that the compromise has progressed at all. A review of the log files revealed intermittent driveline faults throughout the event history. Additional information confirmed that the driveline faults were authentic. Phase data indicated that the red wire was damaged, thus reducing the amount of voltage running through it. An x-ray of the patient's driveline was performed; there were no obvious areas of concern. There was not enough room on the driveline for another repair. Additionally, no plan to exchange the pump has been made. On (B)(6) 2022, additional log files were submitted that captured low speed advisories while the device was tethered to the mobile power unit (mpu) and multiple strings of driveline fault alarms. The driveline fault alarms appear to be intermittent due to a potential degrading conductor/wire.

Event description:
Because there was not enough room for an additional driveline repair, plans were made to exchange the pump. It was reported that the patient underwent a pump exchange on (B)(6) 2022 due to short to shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not confirm damage to the driveline that could have contributed to the reported driveline fault alarms and low speed events as the entire driveline was not returned for evaluation. Review of the log file provided by the account confirmed driveline fault alarms and low speed events. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log files captured long strings of driveline faults in phase 3 accompanied by yellow wrench advisories throughout the event history. Additionally, four low speed advisories resulting in 2 low speed hazards were captured on 02feb2022 when the pump speed fell to as low as 2040 rpms. The phase data appeared to indicate that the red wire is damaged, thus reducing the amount of voltage running through it. The account submitted an x-ray image of the patient¿s driveline, which appeared to be unremarkable. No areas of concern were observed. The pump was returned assembled with the driveline cut approximately 15¿ from the pump housing, and the distal portion was not returned for evaluation. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was not returned. The sealed outflow conduit (outflow graft, and outflow graft bend relief) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. The outflow graft clip was returned separately. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate showed no signs of damage. The braided shield appeared unremarkable. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22sep2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms and low speed events. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log files captured long strings of driveline faults in phase 3 accompanied by yellow wrench advisories throughout the event history. Additionally, four low speed advisories resulting in 2 low speed hazards were captured on 02feb2022 when the pump speed fell to as low as 2040 rpms. The phase data appeared to indicate that the red wire is damaged, thus reducing the amount of voltage running through it. The account submitted an x-ray image of the patient¿s driveline, which appeared to be unremarkable. No areas of concern were observed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22sep2015. No further information was provided. The manufacturer is closing the file on this event.